Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 30-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: depression since 1997, seizures since 1997, rheumatoid arthritis, fibromyalgia and osteoporosis. Concomitant products included: atenolol, folic acid, hydralazine, levothyroxine, omeprazole and pregabalin (lyrica). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced genital haemorrhage ("abnormal bleeding general"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), 3 days after insertion of essure (ess205). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition, type: acid reflux") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. And the genital haemorrhage, vaginal infection, female sexual dysfunction, eczema, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dyspareunia, gastrooesophageal reflux disease, alopecia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dyspareunia, eczema, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder and vaginal infection to be related to essure (ess205). The reporter commented: removal date added: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 61.2 kg/sqm. Hysterosalpingogram: in 2005, results: total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020, quality safety evaluation of ptc(product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('removal of portion of essure device') and genital haemorrhage ('abnormal bleeding general') in a 30-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, endometriosis and menorrhagia. Concurrent conditions included depression since 1997, seizures since 1997, rheumatoid arthritis, fibromyalgia and osteoporosis. Concomitant products included atenolol, folic acid, hydralazine, levothyroxine, omeprazole and pregabalin (lyrica). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), eczema ("eczema"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"), 3 days after insertion of essure (ess205). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). The patient was treated with surgery (essure removed and diagnostic laparoscopy, hysteroscopy, d&c, thermachoice endometrial ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and device breakage outcome was unknown and the genital haemorrhage, abdominal pain lower, dyspareunia, allergy to metals, female sexual dysfunction, vaginal infection, eczema, bladder disorder, urinary tract disorder, migraine, headache, nausea, gastrooesophageal reflux disease and alopecia had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, device breakage, dyspareunia, eczema, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder and vaginal infection to be related to essure (ess205). The reporter commented: removal date added (B)(6) 2012 discrepancy noted: (B)(6) 2012: procedure: diagnostic laparoscopy, hysteroscopy, d and c, thermachoice endometrial ablation removal of portion of essure device 22jun2016: xr hips bilateral min 2 views pelvis 1 view- bilateral essure devices are noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.2 kg/sqm. Hysterosalpingogram - in 2005: results: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2016: bilateral essure devices are noted. The bone mineralization is within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received-new reporter, lab data, medical history added. New event added- device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 1997, seizures since 1997, rheumatoid arthritis, fibromyalgia and osteoporosis. Concomitant products included atenolol, folic acid, hydralazine, levothyroxine, omeprazole and pregabalin (lyrica). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced genital haemorrhage ("abnormal bleeding general"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"), 3 days after insertion of essure (ess205). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage, vaginal infection, female sexual dysfunction, eczema, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dyspareunia, gastrooesophageal reflux disease, alopecia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dyspareunia, eczema, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder and vaginal infection to be related to essure (ess205). The reporter commented: removal date added (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.2 kg/sqm. Hysterosalpingogram - in 2005: results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: pif received: case become serious incident, removal date added, reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.